Manufacturer narrative:
Additional information has been requested, but has not been received to-date. It has not reported whether an autopsy has been performed. The product has not been returned for analysis, and without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 7 days post implant of this aortic bioprosthetic valve, the patient expired. The cause of death has not been confirmed.

Manufacturer narrative:
Additional information received from a nurse at the physician's office indicated that the cause of death was a natural death caused by a brain herniation and subdermal hematoma. The nurse confirmed that the physician stated the medtronic product did not cause or contribute to the patient death. Added: patient weight. (B)(64.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.